Manufacturer narrative:
The hemopro 2 device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities which may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. No smoke was observed to be coming through the handle. The handle on the device was opened to verify connections; there were no signs heat-related activities within the handle and no nonconformities were observed. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle switch on the handle was emitting smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.